Manufacturer narrative:
The speaker was returned for failure investigation. It was determined that the voice coil open in the speaker created the primary alarm failure error.

Event description:
The customer reported a primary alarm failure. Many good faith efforts were made to obtain information from the customer; however, there was no response. Patient involvement is unknown; however, no user or patient harm was reported. The authorized service provider (asp) found the device primary alarm failed. The asp replaced the speaker and performed testing. All tests passed. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.